Event description:
User facility medwatch received that states the system exhibited an infection. The entire system was extracted however, the left ventricular lead was unable to be extracted and would be removed another time. 8 hours after the surgical procedure the patient passed away.

Manufacturer narrative:
MDR report #: mw5150001.

Event description:
Related manufacturer reference number: 2017865-2024-22416. User facility medwatch received that states the system exhibited an infection. The entire system was extracted however, the left ventricular lead was unable to be extracted and would be removed another time. 8 hours after the surgical procedure the patient passed away.